Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of - 15.50/0.5/073 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. The patient experienced excessive vault, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.